Manufacturer narrative:
The customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results.

Event description:
A report was received explaining that during an injection, the needle became detached from the syringe and medication ejected on to the nurse's clothing. No needle-stick took place. No patient or clinician injury reported.